Event description:
The primary surgery occurred on (B)(6) 2023. On (B)(6) 2023, a patient visited on a routine follow-up appointment. After reviewing the x-ray on (B)(6) 2023, the lateral images above show that between the immediate post-op and follow up x-ray that the 2 screws placed in c5 had backed out and the cover plate is floating above the plate.

Manufacturer narrative:
An approximation was made to compare the 3d model to the x-ray image. From this analysis it looks like the bottom screws were overangulated by about 5° past the maximum allowable screw angle.also, it is possible to see the edge of the screw sticking slightly above the plate profile (circled below), which is another indicator that the screw was inserted beyond the maximum allowable angle. When screws are inserted over angled they put more pressure on the cover plate.in addition, it is notable that all of the cages are contacting the plate. If the cages move they could put additional pressure on the plate and screws.this event may have occurred due to over angulating the lower screws leading to excessive force on the cover. However, since the devices have not been returned for further analysis, the exact cause of the screw backout is unknown.